Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken catheter. The following information was provided by the initial reporter: material no: 383511 batch no: unknown complaint 2 of 2 this is the second event for the same product catalogue in the same department nexiva 24g single port 383511 incident happen on: (B)(6) 2020. Incident: catheter breakage failure during insertion no one was arm and other piv was inserted.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken catheter. The following information was provided by the initial reporter: material no: 383511 batch no: unknown. Complaint 2 of 2. This is the second event for the same product catalogue in the same department. Nexiva 24g single port 383511. Incident happen on: october 14. Incident: catheter breakage failure during insertion. No one was arm and other piv was inserted.